Event description:
According to the reporter: the balloon broke off when pulled from the trocar. Balloon fell into patient cavity but was retrieved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)